Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. An assessment was performed and the device meets all manufacturer specifications. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Upon return of the devices, it was observed that a bearing sleeve device was stuck to the attachment and burr devices. Therefore, the statement has been updated. This is report 2 of 3. The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 of the same event. It was reported that prior to surgery, it was observed that the attachment device and cutter device overheated. According to the report, the devices ¿got so hot¿ that the burr device snapped in half. The reporter stated that half of the broken burr device was stuck in the attachment device. There were no delays to the scheduled surgical procedure and identical spare devices were available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The catalog number and lot number were unknown. Therefore, the brand name, common device name, product code and date of manufacture were unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.